Manufacturer narrative:
The feeding tube sample was not available for investigation. Although the cortrak unit was not being used for this placement its return was requested in order to complete a comprehensive investigation. The unit was tested at corpak and found to be functioning per specification. Placement of an ng tube into a lung is an inherent risk in the procedure of placing all ng tubes. Feeding tube placement is dependent on the clinician and pt. The actual tube/stylet does not influence where it is placed.

Event description:
Event desc: while initially attempting to place the feeding tube using a cortrak enteral access system. The message on the cortrak monitor screen read "out of range" so the nurse stopped using the cortrak and proceeded to place the feeding tube blindly. The feeding tube was placed into the lung as confirmed by x-ray. The pt died due to unrelated issues.